Event description:
There was an allegation of questionable estradiol g3 elecsys and tsh elecsys results from the cobas e 801 analytical unit for 59 patient samples. Representative examples are as follows: sample 1 initial tsh result was 0.02 iu/ml and the repeat result was 0.377 iu/ml. Sample 2 initial estradiol result was 55312 pmol/l and the repeat result was 125 pmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The estradiol reagent lot number was 59215401 with an expiration date of 31-dec-2022. The tsh reagent lot number was 63916901 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The field service engineer found the gear pump pressure was low and replaced the gear pump head. He ran mechanism checks, adjusted the pressure, and ran instrument checks and qc that were all acceptable. The investigation determined the service actions resolved the issue.